Event description:
It was reported that during implant lose set screw on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw issue was verified in the lab. However, the issue was consistent with having occurred during the procedure. Electrical, longevity, and visual analysis was normal with no anomalies found.